Manufacturer narrative:
The device was returned for analysis. Returned device analysis could not replicate the reported leak and physical resistance. Moreover, the reported deformation due to compressive stress was confirmed as the lock lever shaft was noted to be bent. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip instructions for use (IFU) states ¿do not use the device if damage is detected. Use of damaged product may result in air embolism, implant or device component embolization, vascular and/or cardiac injury. Based on this information, the reported improper or incorrect procedure or method was due to use error as damaged device was used in the patient anatomy. All available information was investigated and a conclusive cause for the reported leak that was initially noted, and physical resistance could not be determined in this compliant. The reported deformation due to compressive stress was an outcome of user technique/procedural circumstances as forceps were used which likely caused the lock lever shaft damage. The reported subsequent leak as noted after the device was advanced to the patient anatomy was an outcome of reported user error. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that during preparation of the mitraclip delivery system (cds) the lock lever cap leaked. After the leak was observed the lock lever cap felt tight when removing it. The threading for the lock lever looked bent. The cap was placed back on and was tightened by hand and then kelly forceps were used. It is possible, excessive force was used with the forceps. The user felt the leak was resolved and the cds was advanced into the left atrium the lock lever cap leaked. The clip was not implanted and the cds was removed. After the cds was removed, the lock lever cap was removed, and the threading looked damaged. Another clip was implanted without issue and functional mitral regurgitation (mr) with a grade of 4 was reduced to <1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.